Manufacturer narrative:
This event occurred in (B)(6). The customer had last replaced the sample probe in (B)(6) 2019. After replacing the sample probe, the customer repeated all gluc3 results and all results were re-producible.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for gluc3 glucose hk (gluc3) on a cobas integra 400 plus. The initial result was 7.8 mmol/l. The repeat result was 5.3 mmol/l. The initial result was not reported outside of the laboratory. The result of 5.3 mmol/l was believed to be correct. The gluc3 reagent lot number and expiration date were not provided.

Manufacturer narrative:
The customer replaced the integra 400/400plus probe set. After the probe replacements, no additional discrepant results were reported. Based on calibration and qc data, a general reagent issue could be excluded. The issue is consistent with an instrument maintenance issue.